Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient needs help adjusting stimulation. They don't know how to use the programmer, it is the first time using it. Patient needs to increase the stim because they have been having a lot of bladder incontinence. The patient said it has been like two months now. Walked caller through how to sync the patient programmer with the stimulator. The patient got the message power on reset (por). Explained to the patient the therapy has been shut off and they must go to the doctor to have the error cleared. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.